Event description:
The account alleged the pt position alarm is not setting. No injury reported.

Manufacturer narrative:
The technician found the scale was zeroed with the pt in the bed, user error. The technician re-zeroed the scale to resolve the issue.